Manufacturer narrative:
(B)(4).

Event description:
The customer reports: the ars (syringe) was found leaking during usage on the patient. A new device was used.

Manufacturer narrative:
(B)(4). Upon investigation of the returned sample and additional information received from the customer, it was found that the malfunction was non-reportable; thus the initial MDR, submitted on 08/02/2019, was sent in error.

Event description:
The customer reports: the ars (syringe) was found leaking during usage on the patient. A new device was used.